Manufacturer narrative:
Section d9 was updated. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Clinician narrative:an impella 5.5 was inserted via the right axillary artery in a male patient of unknown age who presented with acute myocardial infarction complicated by cardiogenic shock in the setting of known coronary artery disease. During support, pump flows were reported between 0.6 and 0.9 l/min with suction alarms occurring at each p-level. Right heart failure was not reported, patient volume status was described as adequate, and imaging confirmed appropriate pump position. Motor current was noted to be flat. The patient had recently undergone surgery with interruption of systemic anticoagulation. Hemolysis parameters increased, and escalating inotropic support was required due to hemodynamic instability. Given concern for possible thrombus formation in the setting of interrupted anticoagulation and ongoing instability, the decision was made to replace the impella 5.5 with another impella 5.5 device. Hemolysis in this clinical context is consistent with severe cardiogenic shock, suction events, low-flow states, recent surgery, and temporary cessation of anticoagulation, all of which are recognized risk factors for thrombus formation and red blood cell destruction. These factors are known to contribute to hemolysis. Device position was confirmed appropriate. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.